Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation/correction correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: eleven samples and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that the scale marking was entirely missing on all syringes. The conditions observed are non-conforming per product specification. The potential root cause for the missing print defect is associated with the marking process. Furthermore, a device history record review was completed for provided lot number 4131473. The production records show a notification for this defect was written during the production of this batch. A requalification was performed, and the line was cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. A quality alert will be sent to the plant to address this issue.

Event description:
No additional information was provided.

Event description:
Material # 309657 . Batch # 4131473. It was reported that the bd syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Customer states that the syringes are missing the markings on them. Customer states that they cannot tell how much liquid is in the syringe since there are no markings. Customer has a bag of 10-15 syringes he can return for investigation if needed. Ref number: (B)(4); lot number: 4131473.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.